Manufacturer narrative:
The customer¿s report of an over-infusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s experience of an over-infusion was not identified.

Event description:
The customer reported that an infusion of epoch was programmed to infuse for 24 hours however it completed in approximately 22 hours, sooner than expected. There was no harm and the next infusion was slowed down a little to compensate for this.